Manufacturer narrative:
Date received by manufacturer: 04oct2019. Date of report: 02oct2019. The customer confirmed failed short self-test (sst) for error code 2141 consistent with inhalation autozero solenoid cannot open, was resolved by repositioning the lines running to the inspiratory and expiratory pressure transducers on the sensor printed circuit board (pcb). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported relief valve cracking pressure out of range and also indicated the inhalation autozero solenoid cannot open. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.